Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported increase in heart failure (hf) symptoms and hemolysis, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The controller event log file contained events from 27mar2023 through 09apr2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2023 for an increase in heart failure symptoms. Upon evaluation the patient was found to have elevated lactate dehydrogenase (ldh) levels resulting from hemolysis. The patient was hospitalized for two days and their ldh levels ultimately returned to normal.